Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012560588 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assemblies (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #5, #7 and #9 wires. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, broken electrode #5, #7 and #9 wires were observed. In conclusion, the catheter failed the return product inspection due to broken electrode wires found on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there was a noisy electrogram, and four of the electrodes showed no electrogram but artifact. The catheter connect cable was changed, but the issue persisted. The pulse select catheter was then replaced, resolving the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.